Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient three days after the implant procedure, that the patient feels "twitching" and "tugging." The patient stated reprogramming was done, but the sensations are worse after the reprogramming. The left ventricular lead remains in use. No further patient complications have been reported as a result of this event.